Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 pairing failure while using ilet, with alerts indicating the bg run was expiring and then expired; the cgm was replaced and paired, and a fingerstick of 208 mg/dl was entered into ilet to resume dosing, with lack of cgm data considered a possible contributor to elevated bg due to intermittent communication and an interoperability issue involving electrical/magnetic components, including the antenna. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included no health impact or need for medical intervention. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem with intermittent communication failure associated with electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.